Event description:
A (B)(6) old male pt called in to zoll lifecor customer support to report that her monitor was displaying a service code 204. The pt received a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (code 204) has been confirmed. Upon investigation, it was discovered that trunk cable pins 1 and 2 were open through the cable, not allowing the belt to communicate with the monitor. The root cause of the open pins cannot be positively identified. Once the cable was replaced, the belt was fully functional. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.